Manufacturer narrative:
Date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer's representative regarding an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported that the patient fell three weeks ago, but the system was checked and it was fine. The patient started receiving "settings not available" messages a week ago. The representative ran an impedance test and initially only one electrode was greater than 40,000 ohms. When they ran impedances in a different position, a second electrode was greater than 40,000 ohms- electrodes 3 and 4. The representative changed the electrode reference to confirm this information. The patient was reprogrammed on group a from electrodes 3 and 5 to electrodes 5 and 6, but the patient was receiving the "settings not available" message at 1.6 ma. The representative was able to increase beyond 3 ma. On group b the patient was reprogrammed from 2 and 4 to electrodes 1 and 2 but were still seeing the error message. Group c was fine. The representative ran another impedance test and electrodes 2, 3, 0, 4, 5, and 7 were greater than 40,000 ohms. The representative planned on trying to reprogram the patient with electrodes 1 and 6 but realized that they had a lead issue with the 0-7 contacts. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) regarding the patient. The hcp indicated that the patient was to have an MRI for chronic lower back pain. They were unsure if this was related to their device or therapy. However, the hcp speculated that the patient¿s pain started about 2 months ago after the patient slipped and fell. No further complications were reported or anticipated.